Manufacturer narrative:
Medwatch was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted. The reported device occlusion could not be confirmed. Conclusion code updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoprosthesis occlusions.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient underwent treatment of a type b complicated aortic dissection with two conformable gore® tag® thoracic endoprostheses. On an unknown date in 2018 occlusion was detected during an exam for mouth/throat cancer and reported to be related to the device or procedure. There was no reintervention.